Event description:
Customer reported being hospitalized due to dka. Customer also stated that customer's white blood cells were abnormal. Unable to perform troubleshooting at the time of call. Advised customer to call back for documentation and troubleshooting when customer is stabilized.